Event description:
Reporter states the chair did not have anti-tips and when the chair tipped over backwards the 2 straps at the base of the back gave out causing reporter to fall in the area that the back meets the seat. End user was taken to ER by ambulance where end user was found to have bruising to the arms and armpit. Reporter's stump was also refractured.